Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, a failed the water leak test from cable was found. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation/ prior to sedation for use, the subject device had a cloudy image. There was no patient harm or injury reported.